Manufacturer narrative:
The reported event of ¿lead was not able to be implanted due to its distal tip being thicker and getting stuck in the introducer sheath¿ was confirmed. As received, a complete lead was returned in one piece. The cause of the reported event was due to thicker diameter at the over molded region between the ring electrode and the rv shock coil.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during implant procedure that the right ventricular lead was not able to be implanted due to its distal tip being thicker and getting stuck in the introducer sheath. The physician elected to use a different lead to complete the procedure. No patient consequences were reported.